Manufacturer narrative:
The device evaluation was completed on 29-mar-2023. It was reported that a patient underwent an ganglionated plexi ablation with a thermocool® smart touch® sf bi-directional catheter and suffered a cardiac tamponade requiring pericardiocentesis. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30922565l number, and no internal actions related to the reported complaint condition were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ganglionated plexi ablation with a thermocool® smart touch® sf bi-directional catheter and suffered a cardiac tamponade requiring pericardiocentesis. It was reported by the bwi representative that during a ganglionated plexi ablation procedure, while in the left atrium of the heart, after going transeptal and checking for an effusion post-transeptal without an issue, they performed some ablations. As the procedure was nearing completion, they performed a post-effusion check and looked on intracardiac echocardiogram (ice) and discovered a pericardial effusion. The patient's vitals all remained stable. They discovered and confirmed it on ice. The physician performed a pericardiocentesis and removed 240 cc's of fluid. The patient is now in stable condition. The bwi representative reported that during the duration of the procedure, the smarttouch sf catheter, the ocatray catheter, the biosense cs catheter, the soundstar catheter, and the decanav catheter were all used in the procedure. The bwi representative only had the smarttouch sf catheter information available. The smarttouch sf catheter is available for return. The physician¿s opinion on the cause of this adverse event is that it was patient condition related. The patient¿s outcome is fully recovered. No extended hospitalization required. No evidence of steam pop. Flow setting of irrigated catheter was 15 cc/min. Correct catheter setting was selected on generator. Pump was switching from ¿low¿ to ¿high¿ during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used were graph, dashboard, vector and visitag. Visitag module parameters for stability were 4mm, 3sec, 25% over 3g, 3mm tag. No additional filter was used. Color options were impedance.

Manufacturer narrative:
Initial reporter facility name (cont.): health system authority the biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).